Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned in one piece measuring 11.2 cm. Two external insulation abrasions were noted at 6.3 cm to 6.4 cm and 6.5 cm to 6.6 cm from the connector pin, exposing the outer coil caused by friction to the device can at 6.3 cm to 6.4 cm and 6.5 cm to 6.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.